Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is conservatively filed for patient death approximately 4 years and 3 months post device implantation. It was reported that on (B)(6) 2013, one mitraclip was implanted in a patient with functional mitral regurgitation grade 3+, reducing the mr to grade 2+. On an unspecified date, the patient was hospitalized for "leg problems". On (B)(6) 2017, the patient expired while in a rehabilitation facility. The cause of death was not provided. Device relationship to death was not provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). Subsequent to the previously filed medwatch report, additional information from the physician was received indicating that the reported death was unrelated to the implanted mitraclip and there was no reported device malfunction. Therefore, it was confirmed there was no relationship between the reported event and the mitraclip device.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: on (B)(6) 2017 the patient was hospitalized for septicemia due to bilateral leg cellulitis, peripheral vascular disease, bronchitis and congestive heart failure. Superficial femoral artery angioplasty was performed on both lower extremities. Medication was also provided. On (B)(6) 2017, the patient expired while in a rehabilitation facility for the leg problems. The cause of death was congestive heart failure. Recent imaging showed the implanted mitraclip had remained stable and well seated on the mitral valve leaflets. Per physician, all the reported events, including congestive heart failure and the subsequent patient death, were unrelated to the implanted mitraclip. Reportedly, the mitraclip remained stable and well seated and there was no reported device malfunction.